Event description:
It was reported that the handpiece came apart in pieces during a hip or knee procedure. The case was completed with another device. Nothing fell into the surgical site, and there was no medical intervention. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported complaint was confirmed. Corroded components were found inside the device. Based on the investigation details, the likely cause was a loctite failure, which caused the wing nut retainer screw to fall off. Service repaired the device and completed any necessary maintenance.